Event description:
Customer reported blood glucose results of '500 something' mg/dl on the advantage system, and 130 mg/dl within 10 minutes on a professional system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A requested was made for the return of the system, replacement was sent.